Event description:
It was reported by service report that the spindle on the siderail assembly was sheared and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the sheared spindle on the siderail assembly.